Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used during an esophagogastroduodenoscopy (egd) banding performed on (B)(6), 2010. According to the complainant, during the procedure, they deployed all seven bands successfully however, only three out of the seven bands remained attached to the varices. It was reported that the three bands were enough to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
No patient information available however, it has been reported that the patient is over 18 years old. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.